Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
No manufacturing parameters found out of spec and original panasonic battery voltage could be recorded as meter turned on. Returned batteries gave a voltage of 3.020 v. Battery icon and/or booklet icon were not observed while strip was inserted. Unit of measurement was selectable and was received at mmol/l errors 015, 0204, 0300, 0800 and 0806 were observed in the internal meter log indicating battery droop. Battery droop is indicative of memory overwrite. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.